Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed.

Event description:
It was reported that the patient underwent a surgical intervention to revise this inflatable penile prosthesis (ipp) due to the reservoir migrating to the scrotum area resulting in patient discomfort. The ipp reservoir was explanted and replaced with a new ipp reservoir. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.